Manufacturer narrative:
The reported field event of oversensing was not confirmed in the laboratory. The device was tested on the bench and using automated testing equipment, and no anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented with an implantable cardioverter defibrillator (ICD) that exhibited far-p wave oversensing in the right ventricular channel. Programming changes were made in order to address the issue. Further information was requested but not received.

Event description:
New information notes that the device had been explanted. It is unknown if the device was explanted due to the oversensing or another issue. Further information was requested but not received.